Event description:
During a laparoscopic cholecystectomy, using the starz laparoflator, the peak pressure alarm sounded on the anesthesia ventilator machine. While investigating the cause, it was noticed that the abdominal pressure reading on the laparoflator was 30mm hg, 15mm hg over the pre set normal pressure. The warning signal sound did not activate, the abdominal wall appeared to be overly distended. Physician immediately released the abdominal pressure and there was no apparent injury to the patient. Further examination by medical engineering revealed that the high pressure alarm did alarm but it was inaudible due to the design. The instructions did not indicate that the overpressure alarm should be set therefore the user did not set that.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: labeling - inadequate instructions for use, telemetry failure, invalid data. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.